Event description:
The customer stated that the cell-dyn sapphire analyzer is flagging normal patient samples with multiple aspiration errors and mismatching platelet impedance count to platelet optical count (pic/poc). Trouble shooting did not resolve the issue. A field service was dispatch and replaced the aspiration bottom sensor (not aspirating correctly). No impact to patient management was reported.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation (other): aspiration bottom sensor worn-out from normal use. An investigation was conducted to evaluate this issue. No product deficiency or malfunction was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required. A design improvement is in process to improve the cable and seal the board and switch assemblies.

Manufacturer narrative:
(B)(4). Evaluation (other): aspiration bottom sensor worn-out from normal use. A correction through a follow-up correction and removal fa01oct2010 was issued to include installing a new software (v4). The new v4 software released with fa01oct2010 includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.